Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported thin flaps on four patient's left eye. The smallest thickness of the flap was at two o'clock position (from the temporal side). For reported patient, there was gas breakthrough. The surgery was completed. Additional information has been requested. There are multiple related reports for this facility. This report addresses case one and other manufacturer reports will be filed.

Event description:
Additional information received reported post operatively the eye is calm, the cornea is transparent, the flap is attached, the interface is clear, and the reflex is pink.

Manufacturer narrative:
Additional information provided in a.1., a.3., b.5., b.6., d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable to replicate the reported event. The company service representative performed energy calibration and flap polynomial calibration following a system restart as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).